Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of set screw failure could be confirmed in the laboratory. Analysis found medical adhesive inside both set screws insets.

Event description:
It was reported that the set screw failed to work properly. The pace maker was replaced.